Manufacturer narrative:
Initial reporter name and address: (B)(6). The event of fluid accumulation (late edema) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: fluid accumulation (late edema).

Event description:
Healthcare professional reported right side " fluid accumulation (late edema) " and "mention[s] the recall." Device remains implanted.

Event description:
Healthcare professional reported right side " fluid accumulation (late edema) " and "mention[s] the recall." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.3, d.1, d.2, d.4, d.6a, h.4,h.6 a review of the device history record has been completed. No deviations or non-conformances noted.